Event description:
The customer reported that a new battery has no charge. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.